Manufacturer narrative:
(B) (4). (B) (4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a pelvic organ prolapse procedure with mesh plication of the anterior compartment on (B) (6) 2009. Concomitant procedures included a mid-urethral sling and perineal repair. The balloon was removed no (B) (6) 2009. Post-operatively on (B) (6) 2009, the patient presented with a small mesh erosion on the left vaginal wall. Vagifem pessaries were prescribed. The patient was seen on (B) (6) 2009 and the event was resolved.